Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing during atrial episodes causing the implantable pulse generator (ipg) device to classify the episodes as terminated when they appear to be on-going. The lead remains in use. No patient complications have been reported as a result of this event.